Manufacturer narrative:
Article citation: nicz pfg, melo phmc, brito phf, et al. Percutaneous transseptal bioprosthetic implantation in failed prosthetic surgical mitral valve - brazilian multicenter experience [published online ahead of print, 2020 may 29]. Arq bras cardiol. 2020;s0066-782x2020005008201. Doi:10.36660/abc.20190252. The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) review could not be performed as the serial number is unknown. Attempts to retrieve additional information were unsuccessful. If additional information is received a supplemental MDR will be submitted. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The clinical observation was confirmed. The cause of the event cannot be determined; however, patient factors and progression of underlying valvular disease pathology may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Refer to MDR report numbers 2015691-2020-12376 and 2015691-2020-12373 for other events associated with this article.

Event description:
Through review of medical article "percutaneous transseptal bioprosthetic implantation in failed prosthetic surgical mitral valve ¿ brazilian multicenter experience" [patient 12] a patient with a 29mm mitral valve implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of approximately 12 years due to combined stenosis (mean gradient 10mmhg) and grade 4 regurgitation. A 29mm transcatheter valve was implanted within the surgical valve using the transseptal approach.

Manufacturer narrative:
Reference CAPA-20-00141.